Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following results:a review of the black box showed a call service alarm. The alarm was duplicated during the rewind and load steps. The alarm could not be cleared. The pump cover was opened and the motor drive was found to be frozen due to a mechanical assembly fault.